Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a severe occlusion alert recorded in the ventilators memory logs. The se was unable to verify the safety valve open condition and was unable to duplicate the severe occlusion alert condition. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 980 ventilator generated a severe occlusion and safety valve open error message. The patient was not harmed or injured as a result of the event.